Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7169001 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 799884 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. X-rays confirmed that the lead migrated. The patient underwent a spinal cord stimulator (scs) system replacement procedure.